Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer had no symptom. They do feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 400 mg/dl. Customer current blood glucose level was 274 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treatment was unknown. Customer did not mention air bubbles or leaks. Customer decline reporting bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis.